Manufacturer narrative:
Device evaluation performed via photographs: visual analysis of the photographs identified: device with some internal fluids and observed to have an opening, however the cause cannot be determined because the hole is not seen well. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional/changed and/or corrected data: b.5., d.7., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.